Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The reported prolonged hospitalization was the result of case-specific circumstances. No allegations of malfunction were made against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. It was noted during procedure that the patient developed a complete heart block upon deployment of the valve. On (B)(6) 2025, the decision was made to patient a permanent pacemaker. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.